Event description:
It was reported the computer loses sound from the external speaker. The device was in clinical use at the time the issue was discovered.  There was no adverse event or patient harm reported. The customer biomed spoke by telephone support with a philips remote service engineer (rse) and advised the biomed there is a possible application issue with the computer sound properties. The rse recommended the biomed run the piic ix system setup. Following the recommendations provided by the rse, the biomed verified sound was being emitted from the external speaker. The device remains at the customer site.